Event description:
It was reported that during an unknown procedure the closing button of the device could not control the clamp arm so the device would not close during the procedure. Changed to another device to complete the procedure. There were no adverse consequences to the patient.

Event description:
The facility reported a colleague infusion pump with a malfunction of "channels are out of service". It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). The device was tested with a generator and no error code was noted. No further functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. No conclusion could be reached as to what caused the damaged rotation knob pin hole.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.